Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo .035, inflation: syringe; merit medical indeflator, sheath: 6f cordis, stent: absolute 6x40x80. The device was returned for analysis. The difficulties deflating the device were able to be confirmed. Abbott vascular has recognized a product deficiency with the armada 35 dilatation catheter regarding inflation/deflation difficulties, and has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 16, 2012. Rigorous product analysis identified that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached a threshold of 0.1%. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Event description:
It was reported that during the procedure, after implanting a 6x40x80 absolute stent in a heavily calcified lesion in the mid right superficial femoral artery via right antegrade access, a 5x40x80 armada 35 peripheral balloon dilatation catheter (bdc) was advanced into a 6fr non-abbott sheath an to the stent, without resistance, to perform stent post-dilatation. Using a non-abbott inflation device, during initial inflation of the armada 35 bdc to nominal pressure for 10 seconds, the balloon was difficult to inflate, as only the distal end of the balloon inflated. An attempt was made to deflate the balloon after initial inflation, however, it failed to completely deflate. The armada 35 was further inflated to nominal pressure and held for 10 seconds. When attempting to deflate the armada 35 balloon, it was unable to be deflated. A luer-lock was added to the syringe to aide in deflation and the balloon was able to be slightly deflated. The slightly deflated armada 35 balloon was withdrawn from the anatomy without resistance, however, with much resistance felt between the non-abbott introducer sheath and the armada 35. The physician attempted to completely deflate the balloon "on the table", outside of the anatomy, but was still unable to completely deflate the balloon. Lesion dilatation was considered completed and hemostasis was achieved via vessel closure with a starclose device and small additive compression. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.